Manufacturer narrative:
G3 initial awareness date was (B)(6) 26 the device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 410-2100, surefit, dual dispersive electrode, contact quality monitor, was used in an unknown procedure on (B)(6) 26 when it was reported, ¿patient bovie pad was removed and the nurse noticed a hematoma/burn. There was no skin breakage.¿. There has been no allegation of device malfunction. Further assessment has found that the patient was not diagnosed with a burn. The patient experienced a hematoma on the skin; however, there was no skin breakdown and no treatment was required. Additionally, no medical intervention was necessary, and the patient was not hospitalized because of the incident. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.